Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, customer believes the cause to be that the customer is sensitive to glucose changes; however, no additional information was provided regarding what specific changes occurred. Reportedly, the customer required assistance from friend to treat bg level via consumption of carbohydrates. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.